Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented via merlin.net with oversensing of myopotentials resulting in antitachycardia pacing. Subsequently the patient had some minor palpitations. It was determined that it was unnecessary to perform imaging or programming changes or to make any other changes. Other than the minor palpitations, the patient was stable throughout.